Manufacturer narrative:
Four mz1000 samples were received for investigation; two of the samples were received in sealed packaging, one from lot 25025415, which was originally reported in the complaint, and the other was from lot 25045214; the remaining samples were received without packaging. The customer reported that "device cannot be flushed through". The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe from stock, and no restriction or occlusion of flow was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 25025415 & 25045214 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter, translated from german to english: the product cannot be rinsed. When did the incident occur? During use. Additional information received from the customer: was patient or user harmed? If yes, please explain. - no was additional medical intervention/medication required? If yes, please explain. - no please confirm how the fault was identified? - the catheter inclusive the maxzero was not flushable. They turned the nfc off and flushed the catheter without problems please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? ¿ either nor. Before infusion. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Nothing of all. Before using a infusion, they tried to flush the catheter incl. Maxzero but it didn´t work. Please confirm the make and model of the connecting product(s)? Maxzero - mz1000 could you please specify if the samples are: unused (before use) ¿ yes. Used (during or after use) - yes.